Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of gram-negative bacterial infection of the peritoneum. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction, deficiency or defect reported for this event. The pdrn stated that the change of the extension set could have been the source of the infection but that it was unrelated to any fresenius product. Although not confirmed as peritonitis, gram-negative bacteria accounts for 20-20% of all peritonitis cases and most result from touch contamination, exit-site infection and other issues not related to the dialysis equipment.

Event description:
It was reported that a peritoneal dialysis (pd) patient mentioned having an infection and needing 3cc syringes for doing manuals. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized (B)(6) 2019 and diagnosed with an infection in the peritoneum. The hospital records did not document peritonitis. The culture resulted positive for gram-negative bacteria (organism and species unknown). The patient was treated with gentamycin (route, dose, frequency and duration unknown). The patient was discharged (B)(6) 2019 and has recovered from the event. The pdrn stated the cause of the infection has not been determined, but prior to the infection, the patient had the extension set changed and this could have been the source of the infection. The pdrn stated that the event was unrelated to any fresenius product or treatment. Based on the available information and the lack of allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s gram-negative bacterial infection.